Manufacturer narrative:
H10: h6: the 4.5 twinfix ultra pk anchor assembly, intended for use in treatment, will not be returned for evaluation, however, a photograph was supplied. Examination of the photograph showed two used devices that do not have any anchors or sutures attached confirming they were used, the photograph is inconclusive to the reported complaint of rust. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. No medical documentation was provided to support the complaint. Without supporting clinical/medical documents a thorough investigation cannot be performed. Should information become available this complaint can be re-assessed. The second device was recorded under report number 1219602-2019-01474.

Event description:
It was reported that during a shoulder rotator cuff repair surgery, when the anchor was being inserted, it was noticed that the metal inserter was rust. No patient injuries or significant delay reported. Surgery was finished using the same device. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.